Event description:
It was reported that the pump was not exposed to extreme temperatures, but multiple temperature alarms occurred. Customer continued to use the pump for insulin therapy. Customer¿s blood glucose value was 54-500 mg/dl.